Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The lot number for the device being captured is unknown and the production date is also unknown, therefor a device history review (DHR) could not be performed. Based on the results of the results of the investigation, the broken ceramic beak of the sheath was likely caused by wear and tear, thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress' however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: -4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. -"4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid endoscope sheath exhibited a cracked ceramic tip. There were no reports of patient involvement.